Event description:
A trilogy evo, korea ventilator was returned to the manufacturer for a "service required" alarm occurred. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy evo, korea device at the manufacturer's service center, the customer's complaint was confirmed. An error code related to the charging of the internal battery was observed. The device's system board and power supply were replaced to address the issue. The device passed final testing.